Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture found during surgery. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product and rupture found during surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.